Event description:
It was reported that the surgeon had to re-rotate the lens post-operatively. While doing so, she was of the impression that the lens rotated very easily and she did not notice the resistance of frosted haptics (toric ii). Through follow-up we learned that the patient was implanted on his left eye (os) on the (B)(6) 2022. The target position for the lens was 104°. On the (B)(6) 2022 the first incorrect location (70°) was noted. This was confirmed on the (B)(6) 2022 and a reposition procedure was done on the (B)(6) 2023. The new location was again 104°. The vision was at 0.4 after the implantation and following the re-rotation at 1.0. The visus has not changed since. Pre-op: -4.25 -2.0 0°, post-op: +1.0 -2.0 38°, post repositioning: +0.25 -0.5 140°. No further details were provided. A separate report is being files for the unknown number of previous occurrences.

Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: exact date is unknown, between implantation on the (B)(6) 2022 and the (B)(6) 2023, the day the issue was reported to us. Explant date: n/a, lens remains implanted, therefor not explanted. Telephone number: (B)(6). Device evaluation: the intra-ocular lens was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.